Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the laser cut filter was cracked. Based on the result, we concluded that it was caused due to the excessive force applied on the laser cut filter. In addition, our technician confirmed that the angle wire fluid damage, the lg prong top broken, the insertion flexible tube compressed (short in length), the segment compressed (short in length), the insertion flexible tube buckled, the light guide cable buckled, the lcb distal cover glass cracked, the segment disconnected segment clip, the lg prong corroded, the ccd drive pcb corroded, the electrical pin connector corroded, the air nozzle missing, the water nozzle missing, the electrical pin connector pin bend , the operation channel (primary) leak, the bending rubber leak, the root brace rubber (lg control body) cut, the remote control buttons cut, the objective lens scratched, the pcb for remote control switch malfunction, the distal body worn out, the down pulley wire worn out, the up pulley wire worn out, the left pulley wire worn out, and the right pulley wire worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.